Event description:
Intuitive bronc ion catheter guide disconnect during lung biopsy. Second biopsy could not be obtained, procedure note: a robotic navigational procedure was planned prior to starting case. The catheter was guided to the left lower lobe nodule site using robotic navigation, fluoroscopy and radial-ebus. A 21 gauge needle biopsy was obtained from this site. After confirmation of atypical cells, forcep biopsy also was used to obtain tissue. Then, navigation was attempted going to target 2 in rul. However, the tip bed radius was too low and the catheter was unable to pass further. There was malfunction of arm of catheter with swivel connector popping off and then some transient leak of gas which was remdied by adjusting arm angle. Therefore, biopsy of rul nodule was aborted. The bronchoscope was then removed and the ebus scope was introduced by ett. The following lymph node stations were evaluated: left hilum (10l, 11l): +ln not biopsied left paratracheal (l4): 1 x 1 cm ln with tbna x 6, tumor cells noted subcarinal (7): no enlarged ln right inferior paratracheal (r4): 1 x 1 cm ln with tbna x 5 right superior paratracheal (r2): not visualized right proximal hilum (r10): 1 x 1 cm with tbna x 5 right distal hilum (r11): no enlarged ln noted. The preliminary rapid onsite evaluation (rose) was suggestive of: tumor cells noted in lll nodule and l4 the scope was then passed through all airways and there was no evidence of acute bleeding and hemostasis was obtained. The scope was then withdrawn. Pathologyf. Cytopathology diagnosis: 1 evaluation episodes are performed. Evaluation episode #1 (2 passes)-unsatisfactory. Insufficient diagnostic material present. (Han). Surgical pathology final microscopic diagnosis: lung, left lower lobe; biopsy: positive for non-small cell carcinoma, consistent with adenocarcinoma.